Event description:
Provider alleges the left side frame is not properly welded where the castor housing attaches to the frame. Provider states just sold the chair in the last month to the end user.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.